Event description:
It was reported to boston scientific corporation in 2007 that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2007 (male patient; weight is unknown). According to the complainant, "the trapezoid was broken during the ercp operation when the doctor used this device". The trapezoid was broken in the sheath during the stone extraction operation. There was no further intervention for this event. The procedure was completed with another of the same trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual examination of the returned device found the basket cannula showed it is cracked. The crack allowed the basket cannula to expand and the basket wire to pull free from the remainder of the device. The customer complaint was confirmed. The returned device did not function. The basket had separated from the basket cannula. The cause of the reported malfunction is undetermined.